Event description:
It was reported that the pulse generator was programmed to bipolar pacing but due to the patient's avbii condition the device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.